Event description:
Reporter stated that patient experienced an unintentional needle stick while using the softclix pro lancet device. Reporter indicated that the accidental stick was likely due to a defect in the lancet carrier. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in other country.